Manufacturer narrative:
November 23, 2015 10:00 am (gmt-5:00) added by (B)(6): the device has been received by maquet cardiovascular. It is currently undergoing sanitization. A supplemental report will be submitted when the evaluation is complete.

Event description:
Iab required repositioning, after repositioning the pump alarmed and blood was noted in iab. Iab was removed it was assessed that the patient did not require insertion of 2nd iab. Additional information provided: therapy started on: (B)(6) 2015 iab catheter reposition: (B)(6). The serious injury/death was not attributable to the device. Therapy was stopped: (B)(6) 2015 19:00. Iab catheter removed 19:45. Therapy wasn't initiated again because the patient was evaluated and the decision was taken that intra-aortic balloon support was no longer indicated for this patient. Patient was supported for 72 hours with iabp therapy. Nineteen hours after intra-aortic balloon therapy was stopped the patient died, the death of this patient was in no way related to iabp therapy.

Manufacturer narrative:
02/04/2016 12:07 pm (gmt-5:00) added by (B)(4)): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a datascope product. A portion of the extracorporeal tubing was cut from the device and not returned. The extension tubing was also returned. No blood was observed inside the iab catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, portion of extracorporeal and extension tubing was performed and no leaks were detected. - a laboratory pump test was unable to be performed due to parts of the device not returned for evaluation. We were unable to confirm the reported leak. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. (B)(4).